Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was warm to touch while charging the pump. Subsequently, the customer received multiple temperature alarms. The customer's blood glucose level was 200-300 (mg/dl). Reportedly, the alarms cleared after removing the pump from the power source and waiting approximately 15 minutes. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.